Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hepatitis c, bleeding menstrual heavy, abdominal pain, dry skin, dizziness and menses irregular. Concurrent conditions included adenomyosis, cesarean section, depression, hepatitis c carrier, lower abdominal tenderness, anxiety, fibroids and cholecystectomy. Concomitant products included ketorolac tromethamine (toradol), oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien) from 29-jan-2014 to 11-jan-2018. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In 2012, the patient experienced fatigue ("fatigue"), depression ("depression") and insomnia ("insomnia"). In 2016, the patient experienced night sweats ("night sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), rash ("rashes or skin conditions type:rashes"), abdominal pain ("abdominal pain"), anxiety ("anxiety") and eczema ("eczema"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the fibromyalgia, rash, dyspareunia, fatigue, dysmenorrhoea, night sweats, depression, anxiety, eczema and insomnia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, fibromyalgia, genital haemorrhage, insomnia, menorrhagia, night sweats, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, rash/skin condition, fibromyalgia. Discrepancy noted in date of insertion 01-apr-2011 and 04-apr-2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix with no significant abnormality. Proliferative endometrium. Myometrium with leiomyoma and adenomyosis. Bilateral fallopian tubes with no abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, and continuous pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet and medical records received. Events added from pfs- night sweats, depression/ anxiety and insomnia. Previously reported skin condition was specified as eczema. Onset date of events menorrhagia, vaginal haemorrhage, dysmenorrhoea, fibromyalgia, fatigue and dyspareunia were updated. Concomitant drug, medical history and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis, cesarean section, depression, (B)(6) carrier, lower abdominal tenderness, anxiety, fibroids and cholecystectomy. Concomitant products included ketorolac tromethamine (toradol) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"), rash ("rashes or skin conditions type: rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), skin disorder ("skin condition") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved and the fibromyalgia, rash, dyspareunia, fatigue, skin disorder and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain, bleeding, rash/skin condition, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2013: uterus and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: uterine cervix with no significant abnormality. Proliferative endometrium. Myometrium with leiomyoma and adenomyosis. Bilateral fallopian tubes with no abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: menorrhagia, dysmenorrhea, and continuous pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received: case has became incident. Previously reported event "injury " replaced with new events. New events added: abnormal bleeding (vaginal), menorrhagia, fibromyalgia, rashes, dyspareunia (painful sexual intercourse), fatigue, pelvic pain, abdominal pain, general abnormal bleeding and skin condition. Event outcome were added. Patient history, lab data and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.